Event description:
Report of event rec'd by MFR's annual device tracking report. Pt was reported to have had the pump explanted 1/5/00 after 11 months of therapy due to "infection of pump site, traveling down the catheter." No other info is available-no response has been rec'd to date from repeated requests to hcp for add'l info regarding status of the pt.